Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the product evaluation DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. During evaluation of the device the device power supply functioned as expected. Dermatome- the calibration and rpms were both out of specifications. The head and control bar had visible damage. The upgrade was approved by customer. The device was fully tested and calibrated. The device was approved for tier 4 repair. The motor, cord assembly, switch, head, control bar, and needle bearing were replaced. The device was tested and calibrated. Probable/root cause: while this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
It was reported that initially the complaint was found that it was preventive maintenance. Later it was noticed that the unit required repair. Per the received information, the reported unit was sent in to zimmer for a preventive maintenance and calibration. There was never an incident with the unit. While the unit was in for the pm, there were some repairs/adjustments made to the unit. During the investigation, it was discovered that the rpms were out of specifications. No adverse events were reported as a result of this malfunction.